Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with inratio2 meter compared to lab and coaguchek meter during a (B)(4) study. No patient information was provided.